Manufacturer narrative:
There is no report of any problem during the procedure. According to the physician, the patient has very low tolerance of pain.

Event description:
It was reported that the patient received a vaserlipo procedure on the back and subsequently experienced prolonged pain on the right side of the treated area for several months. The physician indicated that this patient has a very low tolerance of pain. The patient was diagnosed with nerve irritation and was treated with gabapentin for 2-3 weeks after which the pain has subsided. Reportedly the patient still had some pain due to a muscle spasm, but the physician indicated that the muscle spasm was not the direct result of the vaserlipo procedure. According to the physician, there was no muscle injury and no issues at all with the vaserlipo during the procedure.